Event description:
It was reported by the patient's spouse that the patient's lead was "broken". The spouse further reported that the lead remained implanted until the patient passed away as the patient was too ill for the replacement procedure. The patient died in a manner unrelated to the lead or device system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4193-78 lead implanted: (B)(6) 2006; 5076-52 lead implanted: (B)(6) 2006. (B)(4).